Event description:
It was reported that balloon rupture occurred. Endovascular therapy was performed. The stenosed target lesion was located in the severely calcified superficial femoral artery. A 6.0mm x 150mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres, the balloon ruptured. Dilatation was then performed using a non-boston scientific balloon, and the procedure was completed with ranger drug coated balloon. No patient complications were reported.